Event description:
The pt presented with a stenotic lesion of the subclavian artery. A viabahn device was advanced over an 0.035 inch magique torque wire to the target site and positioned. The physician pulled on the deployment line. Suddenly, the deployment process stopped. Approximately 80% of the device had opened/expanded. The device was pulled back and removed from the pt.

Manufacturer narrative:
The investigation into this event is currently in process, not completed at this time. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.